Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. It was noted that this could be a case of possible twiddler's syndrome. The physician reprogrammed the device and the patient was in a sinus rhythm. It was also noted that the leads would be evaluated in the next few weeks. Additional information confirmed twiddler's syndrome. A revision procedure was performed and the lv lead was explanted. No adverse patient effects were reported.